Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective ambient valve and tube. Correction: confirmed fault, disassembled and checked for damage. Found that there was fluid ingress on the tube to the patient outlet and suspected it also got into the ambient valve. Replaced both parts and then device passed tightness test. Upgraded software to 1.2.3. Completed c6 test software as per the latest service manual. P/n:-627038.04. Unit passed all tests and calibrations including electrical safety test.

Event description:
The following was reported to the hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).